Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
This complaint is being reported for a procedure cancellation with patient sedation unknown. It was reported that during a procedure a signal station 2 was selected for use. The errors 1105-2, 1113-2 and 1318 were displayed. The condition was not able to be solved, so the procedure had to be cancelled. No further information was provided. It is unknown if the patient was already sedated when the issue occurred.